Manufacturer narrative:
Customer was not running samples at the time of the issue. A bci field service engineer (fse) was dispatched and found that the red blood count (rbc) diluent filter leaking and was replaced. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that there was clear fluid leaking from the coulter ac t diff 2 analyzer onto the counter. The customer was wearing gloves. There was no death, injury, or change to patient treatment associated with this event. The operator did not seek medical treatment and there was no report of exposure to mucous membranes or open wounds.